Event description:
It was reported the patient never had therapeutic effect and was in "a lot of pain." It was reported the patient scars "really, really bad and thought that was what was occurring." The patient experienced a shocking or jolting sensation when he turned to his left side and had low settings. It was also noted when on his right side the patient felt "rattling of the heart or chest." It was reported the "wires were sticking out into the spine and neck area and if anyone pushed the area where the leads were he went through the roof; it felt like needles stabbing through and his shoulders swelled really bad." The patient did not feel any sensation "up there." The patient only felt stimulation when he was lying down. The patient's hand and arms felt totally numb and he switched positions to try and keep at a setting. It was also noted the patient felt a burning sensation in the area. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).